Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported legal records were received. There is gas and soft tissue swelling surrounding the left proximal femur compatible with postoperative changes. Loosening of femoral component of prosthetic left hip, synovial fluid from hip joint, left arthritism, progressive hip pain and disability. 10 ml of black stained fluid, acute metal wear process, polyethylene liner was worn through superiorly and broken in the superior rim. The ceramic ball was noted to have black staining on the superior surface, wear of articular bearing surface of internal prosthetic left hip joint, initial encounter (cms/hcc). Had severe back pain/muscle spasms. Cobalt level of 77.1 and a chromium level of 40.1. During the procedure, approximately 9 ml of yellowish fluid were removed. Moderate amount of scar tissue which was stained black consistent with a metal staining. Scar tissue was excised around the trunnion and the acetabulum circumferentially. Left hip soreness, weakness, and decreased recall of posterior. Fibrosis, focal infarction and histiocytic reaction specimen submitted as synovial scar tissue consists of an irregular rubbery segment of tan gray-red soft tissue received in formalin measuring 3.9 x 2.4 x 1.7 cm. Bisection of the specimen reveals a tan white, scar-like soft tissue. Cassette summary: a1 representative cross section leaching metals into her system. Doi: (B)(6) 2013. Dor: (B)(6) 2025. Affected area: left hip (bilateral).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H11 additional narrative: added: h6 health effect clinical code.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device d13050316 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device d13050316 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d10 concomitant.